Event description:
A planned revision surgery was performed by the surgeon using the blueprint planning feature for revision of a perform humeral stem and polyethylene component. The revision was performed because the humeral stem had subsided into varus and the polyethylene showed noticeable ¿perching¿ on the glenosphere during range of motion, although the patient was not dislocating. During the revision, the stem was noted to be well fixed.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Manufacturer narrative:
Correction: h6 device code the reported event could was not confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
A planned revision surgery was performed by the surgeon using the blueprint planning feature for revision of a perform humeral stem and polyethylene component. The revision was performed because the humeral stem had subsided into varus and the polyethylene showed noticeable ¿perching¿ on the glenosphere during range of motion, although the patient was not dislocating. During the revision, the stem was noted to be well fixed.